Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and found lead breach while in-vivo on the outer insulation due to environmental stress cracking (esc).

Event description:
The right ventricular (rv) and right atrial (ra) leads were returned to the manufacturer and, subsequently, both tested out of specification during the manufacturer's analysis. No additional information could be obtained after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.